Manufacturer narrative:
(B)(4). The device was manufactured june 26, 2014 - june 27, 2014. The device was received for evaluation. Visual inspection revealed a solid white particle approximately 0.20 mm in size floating in the fluid of the reservoir. Fourier transform infrared spectroscopy revealed that the particle was made of polyester. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor was observed particulate matter within its reservoir. This was found during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.